Event description:
The devices were used during a laparoscopic cholecystectomy procedure. The safety shield would not retract on the uv120. The er320 had malformed clips. The surgeon used new devices to complete the case. There was no pt consequence.